Event description:
The customer reported suspicion of a catheter (lot unknown) leak while in maintenance mode of therapy post hypothermia protocol. The customer stated that the thermogard xp ivtm system alarmed an air trap alarm while therapy was running, and they noted the 500ml saline bag to be depleted so the bag was replaced with another 500ml bag. 1.5hrs later, the customer had noted the saline to be depleting again and at this time called tech support. Catheter integrity tests were successfully performed with the customer. Tech support advised the customer to remove the catheter for testing, per physician discretion. No additional information has been provided. No harm to the patient was reported.

Manufacturer narrative:
Zoll has not received the catheter in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.